Event description:
Pfizer use for covid-19 under emergency use authorization (eua): while being vaccinated, the needle stayed in the patient's arm once the syringe was pulled away. This equipment malfunction resulted in a nurse being poked by the contaminated needle. FDA safety report ID# (B)(4).